Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the in.pact av access, a balloon burst occurred and inflation difficulties were encountered. The procedure was aborted. The vessel was pre-dilated using a non medtronic device, and minimal calcification was noted at the target fibrous lesion. The device was safely removed from the patient. The balloon did not detach. No health consequences or impact were reported, and no injury or intervention was associated with the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: an inflation device was used to inflate the balloon, nominal and burst pressure were applied. The device did not pass through a previously deployed stent. The balloon did not fragments, no hole in the balloon. The intervention was completed and there was noticed friction on the way out when removing the balloon through the sheath requiring the physician to lose access. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.